Event description:
It was reported that during a total gastrectomy procedure, half of the anastomosis site was not stapled. There was no problem with the ring shaped tissue of the esophagus when it was removed, but the tissue of the jejunum was a crescent shape. Additional suture was performed. There was no pt consequence.

Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.